Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. This report is for one unknown tfna nail. Part and lot numbers were not provided by reporter. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric femoral nail advanced (tfna) surgery, the connection screw of the tfna handle would not disengage from the nail at the end of the case. The nail had been implanted. The connection screw had to be stripped to get the screw out of nail. The surgery was completed with a delay of 30-45 minutes. The handle was used with an alternate connection screw in a subsequent case without difficulty. This report is for one unknown tfna nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: the correct date for medwatch follow up #1 was dec 10, 2015, not dec 12, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.